Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No case-parts were returned for evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that when connected to another navigation system, the imaging system worked fine. So it indicated that the imaging system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cadaver lab for a lumbar fusion procedure by students. It was reported that the site had taken an image with the image acquisition system (ias) but it was not transferring to the navigation device. On the ias, it would appeared to transfer but no images went over besides the cadaver name. The exam had a nav tag. Both devices were rebooted without resolution. Changed cables and bypassed the bulkhead without resolution. There was no patient present when this issue was observed.